Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with calcification and slight tortuosity. The 9x40mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and stent was deployed; however, the stent jumped forward. Although, the stent jumped forward, some of the stent remained in the target lesion. Then, a 9x80mm absolute pro self-expanding stent was also deployed and the second stent also jumped, but some of the stent was still in the target lesion. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there are no other complaints in this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to a build-up of tension within the shaft lumens of the delivery system; thus resulting in a spring like release of the stent resulting in the reported stent migration; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.